Manufacturer narrative:
(B)(4). The following additional information has been obtained: the surgeon opines the cause of abscess is related to product; excess product was not irrigated/removed after application during the procedure; the surgeon is a prior arista user; ¿milky powder¿ was aspirated from the abscess; and the administration of antibiotics is unknown at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the indication of use of surgicel powder - why was the surgicel powder used during the initial procedure (preventive hemostasis or active hemostasis)? Date and exact name of initial procedure? Where exactly (anatomical location) was the surgicel powder used? Can you confirm that bacterial cultures were obtained for this patient? Was the patient given antibiotics? Lot number of surgicel powder used? What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) what is the patient¿s current status? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an breast surgery procedure on (B)(6) 2018 and absorbable hemostat device was used. It was reported that approximately 2 to 3 weeks after the procedure, the patient presented with a fever and redness around where the device was used. An abscess containing a creamy white pus had developed which was cultured positive for unknown bacteria. It was unknown exactly how the patient was treated for the infection. Additional information has been requested.